Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic premature battery depletion was observed. Patient was seen again in clinic for follow up and battery showed 8 months in longevity. Patient will return for another follow up after two months.

Event description:
New info received: patient returned for follow-up in clinic and premature battery depletion was observed. Physician scheduled for device replacement. Patient later returned to clinic and device was explanted. Patient was stable during and post procedure.